Manufacturer narrative:
Initial.

Event description:
It was reported that data from a dexcom g7 continuous glucose monitor (cgm) was not displaying on the ilet while readings remained available on the dexcom application, indicating a communication issue between the cgm and the ilet. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary loss of cgm data on the ilet. User support included guided troubleshooting and education, including confirming the pairing code and initiating a sensor re-pairing on the ilet with advice to allow time for reconnection. Investigation of this case revealed a suspected communication or pairing disruption between the cgm transmitter and the ilet, with the cgm sensor and dexcom application functioning. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connection or pairing issue resolvable through re-pairing.